Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not powering on and offline in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station not powered on. The field service engineer identified a faulty drawer controller in auxiliary drawer 6.1, which was pulling down the power supply. The failed controller was replaced successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.